Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle allegedly had retrieval issue. It was further reported that upon pulling the needle, the tip was allegedly found to be bent. A coaxial introducer was not used. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided and reviewed. The photo shows only the needle part of the device, where the sample notch was noted to be bent on the top. Based on the photo review the reported bent can be confirmed. Therefore, the investigation is confirmed for the reported bent issue. Received one marquee disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have blood residue on the needle and the device was received in its initial position. The penetration depth marker was set to 18mm. The sample notch appeared bent and an unknown wire-form marker was observed stuck between stylet and cannula. There were no visual anomalies noted on the device. Upon functional testing, an attempt was made to lock the cannula into place however both the stylet and cannula were primed together. Both the semi-automatic and automatic buttons were pressed at an attempt to fire the device however the attempt was unsuccessful. Upon disassembly, the stress marks were noted to both the stylet and cannula hubs. The cannula hub was noted to have a broken piece. The cannula and stylet were able to be separated and the wire-form marker was able to be released. No further functional testing was conducted. Based on the sample evaluation, the investigation is confirmed for the identified the improper or incorrect procedure or method as the marker placed site was biopsied, also the needle hits the marker and grabs it inadvertently and the other identified failures will be considered as cascading event to it. Also, the investigation is confirmed for the reported bent as the sample notch was noted to be bent. However, the investigation is inconclusive for the reported difficult to remove as the condition of use cannot be replicated in the laboratory condition. A definitive root cause for the reported and identified issues could be determined as the improper procedure, device is only designed to excise tissue not to cut or excise implantable markers. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (device, method). H11: g1, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle allegedly had retrieval issue. It was further reported that upon pulling the needle, the tip was allegedly found to be bent. A coaxial introducer was not used. There was no reported patient injury.